Event description:
It was reported to boston scientific corporation that a hydra jagwire guidewire was used during an stenting procedure performed on (B)(6), 2009 (over 18 years old). According to the complainant, during the procedure, the rx wallstent could not be inserted over the wire. The guidewire was removed and checked. The coating was found to have peeled 20cm from the distal end. The physician indicated that the distal section that had the same hydra jagwire guidewire after removal of the proximal end. The site further indicated that no fragments detached into the pt and that no kinks existed on the guidewire body. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from the review a, supplemental medwatch will be filed. (B)(4).